Event description:
Kimberly-clark corp. Received notice on 7/26/06 that the subject had to visit her dr in 2006, to have a tampon, from which the removal string had separated, removed. She alleged that she went to the dr because she was feeling some dizziness. A culture was taken and the pt was prescribed antibiotics.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -8.5% from the desired amount. The specification of this device is +/-5%. This issue is currently being investigated under mdq-CAPA-164.